Event description:
This ra lead was implanted on (B)(6) 2006 and still remains implanted at this time. The lead exhibited an impedance issue which reduce to less than 200 ohms. An attempt made to increase atrial blanking however had made no difference. Lead was programmed back to bipolar. The physician was dr. (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)